Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient was revised due to the articular surface locking screw backing out. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed by x-rays. X-ray review by third party found femoral screw pin has backed out and extends anterior to the tibial component and abuts the anterior osseous margin of the tibia. Visual inspection of the returned bearing shows heavy wear on the surface of the device. There was some wear on the screw surface and there was no damage to the threads. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.